Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the photo has been performed by an isi failure analysis engineer and the following information was obtained: it appears from these images that the grip cables are loose at the distal end.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the large clip applier instrument failed. There was no reported patient harm, adverse outcome, or injury. No further information was provided. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the reported problem was identified during the procedure. The instrument was inspected prior to use and no issues were observed. The incident with the large clip applier instrument occurred when the surgeon tried to clip a vessel inside the patient with a purple weck clip. There was an audible loud click as the instrument closed, but the clip did not engage. Upon inspection, it was found that the internal wiring was loose. The vessel or tissue bundle appeared to be an appropriate size based on past cases and usage. The incident occurred during the second clip application with the subject large clip applier instrument. The issue was resolved by removing the faulty instrument from use and replacing it with another. However, the same issue occurred with the next large clip applier instrument and it was also replaced. The same issue occurred the following day with another large clip applier instrument.